Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, he has been experiencing low blood glucose since (B)(6) 2016. Customer didn't recall the exact blood glucose value. Customer states the insulin pump is delivering too much insulin and is causing the low readings. Customer thinks the device is not programmed correctly. Customer treated the low with food, mild, and honey. Customer declined any troubleshooting for the low blood glucose only wanted assistance with reprogramming the device. The customer is not returning the device for analysis.